Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Was the patient discharged from the hospital or was the patient transferred to the central citizen's hospital? Why was the patient was transferred to the central citizen's hospital? Please explain. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a c/section on an unknown date and a barbed suture was used on the first layer. Post-op, the patient developed an intraperitoneal infection. It was reported that during the procedure, the tunica muscularis of the first layer of the uterus was widely picked up and sutured, thereby exposing the intima. After that, the 2nd layer was sutured, but it may have been wrapped and accumulated bacteria. The treatment details were unknown. The current status of the patient was reported as discharged from the hospital, however, the condition of the patient is unknown because the patient was transferred to a different hospital. The surgeon opined that if it was realized that the way of suturing in this surgery was different from usual, the event may have not occurred. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure:female. Date of index surgical procedure?:unknown. On what tissue was the suture used?:first layer of uterus. What was the tissue condition (normal, thin, calcified, fragile, diseased)?:unknown. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure?:unknown. Was at least one reverse stitch performed prior to closure?:unknown. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection).: intraperitoneal infections please provide the onset date/time of infection from the initial surgical procedure.:unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?:not reported. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?:unknown. Were cultures performed? If so, please provide the results.:unknown. How much and what type of drainage is present in this wound?:unknown since the patient was transferred to the other hospital for treatment. Please describe any medical intervention performed including medication name and results.:unknown since the patient was transferred to the other hospital for treatment. Was the patient discharged from the hospital or was the patient transferred to the central citizen's hospital?:the patient was transferred to the other hospital. Why was the patient was transferred to the central citizen's hospital? Please explain.:unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?:unknown. Other relevant patient history/concomitant medications?:unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event?:the surgeon thinks that if the surgeon had realized that the way of suturing in this surgery was different from usual, the event may have not occurred. What is the patient's current status?:transferred. Lot number? :unknown.